Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the laser was not firing intermittently. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The core module was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on november 20, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming laser core module. However, how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).